Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer's insulin pump had a scratch that ran from the left corner to the esc button on the plastic screen. His blood glucose level was 136 mg/dl. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product is not being returned. Nothing further to report.